Event description:
It was reported that the lens was explanted from the patient's left eye in a secondary procedure due to blurred vision. It was stated by the facility there was ''mechanical failure''. It was stated that a vitrectomy was performed and there was an incision enlargement. The lens was removed whole. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection using a microscope showed that the lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. Visual inspection of the return sample showed that the lens was received in one piece. Visual inspection of the return sample did not show any non conformances. The reported complaint cannot be confirmed. Based on the evaluation results, it did not indicate any relationship of the complaint to the intraocular lens (iol) design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The customer provided the following follow-up information: the post-op refraction for the left eye (os) is -0.25 sphere (sph) correcting to 20/20, add of +2.50 reading j1. The replacement lens was bausch and lomb li61ao +18.50 diopter. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.